Manufacturer narrative:
Corrected information: date of death. Additional information: age at time of event, date of birth; patient code. Additional information received indicated post tavr procedure, the patient neurological exam showed a lack of responsiveness in the pupils. The patient was on inotropic support for both cardiac function and blood pressure support. On pod1, all sedation was discontinued, and the patient was difficult to oxygenate. There were ¿no signs of improvement¿ from the patient: sluggish pupillary response and no gag reflex. During the evening of pod1, tachycardia and hypotension requiring additional intravenous medication occurred. An emergent head CT indicated widespread area of infarct and neurology services was consulted. A nuclear medicine study to evaluate cerebral intracranial perfusion showed evidence of ¿brain death.¿ the patient was placed on comfort care and cardiac death was pronounced on pod3.

Manufacturer narrative:
Corrected data: f10, h6. Reference (B)(4).

Manufacturer narrative:
Thv/tvt registry. UDI number: (B)(4). Per the instructions for use (IFU), valve embolization is a known potential adverse event associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to aortic embolization, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally or bulky/severely calcified aortic leaflets, preserved ejection fraction, loss of pacing capture, rapid deployment, release of stored tension during deployment, and movement of the delivery system by the operator. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for aortic embolization (i.e. Minimal leaflet calcification, severe septal hypertrophy), bav may provide indication of potential balloon movement during valve deployment. Per the instructions for use (IFU) cardiovascular injury, such as perforation or dissection of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. Ascending aortic dissection may occur when multiple attempts are made to cross the stenotic native valve, and/or when excessive force is used. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valve (thv). The thv training manuals provide guidance to facilitate safe crossing of the native valve, including camera projections, handling during advancement, and troubleshooting techniques if difficulty is encountered. As stated, excessive force should not be used when the device has difficulty crossing the stenotic valve. Adding tension to the wire, pulling back the system to re-orient the valve, as needed, and torquing of the flex catheter may be helpful in solving the problem. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. Investigation results suggest/indicate procedural factors (loss of pacing capture) likely contributed to the embolization of the valve into the ascending aorta and the subsequent sapien 3 ultra valve explant and surgical aortic arch replacement and valve implant. Procedural factors (attempts to recapture the valve and move to the descending aorta) also likely contributed to the aortic dissection found during surgical intervention. The cause of death was not provided but may have been related to the tavr procedure and open surgical procedure. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2020- 13032.

Event description:
As initially reported, during a transfemoral tavr procedure, during the deployment of a 26mm sapien 3 ultra valve, pacing capture failed to drop the systolic blood pressure to an appropriate level, resulting in the embolization of the valve into the aorta. Multiple unsuccessful attempts were made to recapture the valve and reposition it to a ¿safe¿ position. Due to the failure to reposition the valve and the critical condition of the patient, the procedure was converted to emergency open surgery. The sapien 3 ultra valve was explanted and a surgical aorta valve was implanted. Medical record review revealed during rapid pacing for the deployment of the sapien 3 ultra valve, the patient coughed, and a pvc occurred, resulting in loss of pacing capture. The valve embolized into the ascending aorta. Several unsuccessful attempts to recapture the valve and move it to the descending aorta. When this failed, attempts were made to deploy the valve in the ascending aorta using the commander delivery system used for the valve deployment. During the attempt, additional volume was added to the delivery system, resulting in a balloon burst. Several other large balloons were then used to over expand the valve; however, the valve was not stable and moved freely in the ascending aorta. At this time the procedure was converted to open surgery. During the open surgery, it was noted that at the level of the aortic arch, there was laceration and dissection around the origins of all three of the great vessels including the innominate, left carotid, and the subclavian. The delivery system and guidewire were removed; however, the esheath was left in place. Due to the condition of the aortic arch, the decision was made to perform an arch replacement. Following the arch replacement and implant of a surgical valve, the esheath was removed and the access site was repaired. The patient was transferred in stable condition, with stable cardiac function. Post procedure, the patient expired. The exact date and cause of death were not provided.